Manufacturer narrative:
Unit received with broken battery cap and broken battery tube threads. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer's mother reported via phone call that insulin pump had cracked edge of battery compartment. Customer states they are unable to remove the battery cap on their pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.